Event description:
It was observed that during the device evaluation, the videoscope's nozzle and insertion section both exhibited foreign objects. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found other contributing findings such as due to clogging of nozzle, water removal ability did not meet the standard value and light guide protector had foreign objects. Should additional relevant information become available, a supplemental report will be submitted. As upon evaluation it was found that the air/water nozzle was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there were no abnormalities used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, and the customer flushed the air/water nozzle/channel with the detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. As upon evaluation it was found that the insertion/bending section was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning, the customer wiped the insertion section, the customer wiped/brushed the insertion section with clean lint-free cloths, brushes, or sponges.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of why the foreign material remained in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device..